Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "rapid gas loss" alarm message. The pt expired. The customer does not attribute the pt's death to the the unit.